Event description:
Event description guidant received information that the implanted left ventricular pacing lead became dislodged as the patient was lifting a heavy object. Diaphragmatic stimulation occurred following the dislodgement. The lead was explanted. A new lead was successfully implanted.